Event description:
As reported: "drill tip broken off during lateral stop drilling (proximal elliptical hole static location). All debris were removed from the patient."

Manufacturer narrative:
Please note correction to section d4 lot#. The reported event could be confirmed, since the device was returned, and matches the alleged failure. The received drill was found to be broken from slightly above the point from where the cutting edge starts. With the available portion of the cutting edges, it could be observed that they were blunt and heavily deformed. The fracture surface as well as the edges show heavy permanent deformation. The drill most likely was subjected to a combination of high torsional and bending load as evidenced by the nature of deformation but breakage was most likely triggered by excessive bending. The blunt edges could have been a probable reason for the excessive loading of the drill. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on the above investigation, the root cause of the issue is attributed to a user related issue. The nature of breakage most likely indicates towards application of a combination of high bending and torsional load leading upto breakage, however not limited up to it. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "drill tip broken off during lateral stop drilling (proximal elliptical hole static location). All debris were removed from the patient."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.